Manufacturer narrative:
This report is being submitted to provide additional information based on the legal manufacturer¿s final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the observed failure of the main lamp to light up and switch to emergency light. The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause for this issue was not established, however, it is probable that this issue was the result of an accidental ignitor failure. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: "the clv-s190 instruction manual [important information ¿ please read before use] do not apply excessive force to the light source and/or other instruments connected. Otherwise, damage and/or malfunction can occur". "[7.2 storage] store the equipment at room temperature in the horizontal position in a clean, dry, and stable location". Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus during primary inspection, the main lamp does not ignite, but spare lamp does work on the visera elite xenon light source. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation uncovered faulty igniter, high function not working due to faulty hinge unit, white light lens found foggy, heavy hit mark on front panel, scratch on the top cover, scratch on the front panel, corrosion on the rear panel, rear foot was corroded, found third party work on power supply and it's base, also thread of power supply found deformed and a screw was broken in the rear panel. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.